Event description:
Nurse was preparing to administer nivolumab. When priming the tubing and filter with the medication, the filter separated into two pieces. Luckily this was noted before the medication reached the end of the tubing. This is very risky as this filter is used with multiple of our chemotherapies and could potentially separate during infusion of expensive and high risk medications. Bd smartsite low sorbing extension set ref 10013902, lot (10)22089085 exp. 8/4/25.